Event description:
The ve lvad was implanted in 2000. A month later, the pt broke their perc lead. As a result on the next month, the pt's perc lead was repositioned and the manufacturer's (MFR) field service tech presented at the facility and performed a perc lead repair a week later, the facility's lvad coordinator informed the MFR rep of the following: the pt's controller was alarming controller malfunction" with a code "o" (low bus #2 open). This alarm was intermittent with movement of the perc lead. The MFR's rep also spoke with another nurse at the facility and asked if an x-ray of the new tee connector of the perc lead could be done. Two weeks later, the MFR's field service tech presented at the hospital and successfully performed another perc lead repair. No patient injury occurred and the perc lead was repaired without incident. On the following month, the MFR was informed that the pt's pump was explanted and the pt was re-implanted with a new pump. No further details were provided at this time.